Event description:
On (B)(6) 2009, the patient reported that the up and down buttons of her infusion device are not working. She noticed this on (B)(6) 2009, when she woke up "during the middle of the night" to bolus. She was unable to bolus and she switched to her backup infusion device. She stated that she had bolused with the infusion device at approximately 8:00pm the previous night. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.